Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video allowed observing that the set effluent pre pump line was perforated near the filter effluent port, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set, an external fluid leak was observed "in the consumables." There was no report of patient injury or medical intervention associated with this event. No additional information is available.